Event description:
It was reported that an alert was generate for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended due to rate too high. The most recent in-office measurement was 0.5v @ 0.4ms. Programming was noted to be trend 3.5v @ 0.4ms for the rv and atrial channels and atrial sensitivity is fixed at 0.5mv. A slight decrease in pacing impedance measurements on both channels and in atrial sensing measurements since implant was identified. Additionally, atrial undersensing was observed in rythmiq electrograms (egms). Further review with a boston scientific programmer was recommended. The product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.